Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on an unknown date. According to the complainant, during the procedure, when trying to deploy the bands, the physician encountered resistance but continue to turn the handle, felt snap and could not deploy any bands. Reportedly, the device was then removed and noted that the suture was disconnected from the ligator cap. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super7 device. There were no patient complications reported as a result of this event.